Manufacturer narrative:
(B)(4): the investigation of the returned control printed circuit board (pcb) has been completed. Microscopic inspection showed no defects. The control pcb was installed in a reference ventilator for simulated use testing. The flow transducer test during pre-use check failed, which confirms the reported issue. An electrical examination of the pcb showed that an integrated circuit (ic) was faulty, which was the root cause for the reported issue. The ic's function is to convert the air flow reference signal from digital to analog. If the ic fails it can lead to wrong delivered volume to the patient and wrong oxygen concentration. This will be detected during pre-use check and during ventilation by generated alarms. It has not been determined what caused the ic to fail.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).